Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare professional (hcp) reported that after the patients recent pump replacement they felt like it had not been working and they were brought it for a dye study. There had been cerebrospinal fluid return, but it had not been confirmed with dye or imaging if the catheter had proper placement. Actions/interventions that had been taken were changing the patients oral medications ad increasing the pump medication as they had been on a low dose.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Nformation was received from a consumer (con) regarding a patient receiving unknown medication via an implantable pump. It was reported by the patient that their device was leaking. They stated after a week of the implant they had felt like their eyes were going to pop out and something was wrong with the implant.